Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that following the implant procedure, after the patient was weaning from cardiopulmonary bypass on (B)(6) 2021 the patient developed severely reduced right ventricular function. A temporary right ventricular assist device (rvad) was placed prior to leaving the operating room. The patient was treated with inotropes and nitric oxide.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until they expired on 30dec2021 (MFR#: 2916596-2022-00091). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29sep2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. Section 6 entitled ¿patient care and management cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.